Event description:
It was reported that a scale marking on the syringe 0.3ml 30ga 8mm 7bag 420cas jp was "faint" before use. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that the scale marking on the barrel was faint."

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the scale marking on the barrel was faint. The returned syringe was examined and exhibited faded scale markings between the 0-10 unit markings. Unable to perform DHR check for scale marking light/illegible due to unknown lot number. Bd was able to confirm the customer¿s indicated failure. Root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a scale marking on the syringe 0.3ml 30ga 8mm 7bag 420cas jp was "faint" before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that the scale marking on the barrel was faint."